Manufacturer narrative:
This is a supplemental report for MFR report#8010047-2018-025332. The subject ch-s190-08-lb was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc checked the outside of the video connector of the subject device. There was the foreign substance on the electrical contact of the video connector. When omsc checked after connecting the subject device and the video system center of the omsc equipment, no endoscopic image was displayed on the monitor. There was a possibility of the contact failure of the subject device and the video system center because foreign substance attached on the electrical contact of the video connector of the subject device. The cause of the foreign substance on the electrical contact may due to the improper handling of reprocessing of the user. The instruction manual of ch-s190-08-lb already mentions cautions for the device handling.

Manufacturer narrative:
The subject ch-s190-08-lb was returned to olympus medical systems corp. (Omsc) for evaluation. In the future, omsc will start evaluating subject device. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the unspecified procedure with the ch-s190-08-lb, the abnormal endoscopic image appeared on the monitor. The user replaced the subject ch-s190-08-lb to another unspecified device to complete the procedure. There was no report of the patient injury other than replacing the device.